Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned with the device. The scope of this investigation was limited and the reported device misfired could not be confirmed. Inspection revealed no needle strike mark at the posterior foot to indicate that a posterior cuff miss occurred, which could appear very similar to the reported device misfire. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the device performed according to specification and a root cause related to the device could not be determined. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device #2 proglide, is being filed under a separate manufacturer report number.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional endovascular stent graft procedure. Reportedly, during use, the device misfired. The device was removed and a second proglide was attempted but with the same results, the device misfired. It was not specified how hemostasis was achieved. There were no reported adverse patient effects. Though requested, no additional information was provided.